Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (restricted anterior leaflet and lack of coaptation). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) (lot #71204u128) was advanced to the mitral valve and implanted successfully. However, after the clip was deployed, the clip partially detached from the posterior leaflet and remained attached to the anterior leaflet due to the very restrictive anterior leaflet and lack of coaptation (slda). An additional clip was implanted for stabilization, reducing the mr to 1. No additional information was provided.